Event description:
The customer contacted baxter's (B)(4) regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during drain 2 of 5. The home patient (hp) stated she had disconnected from machine and she did not use a flexicap on the patient line. The baxter technical service representative (tsr) had the homepatient (hp) cycle power on machine to end of therapy. Follow up with the nurse revealed that she was not aware of the occurrence. Product surveillance explained to the nurse (rn) that the hp did not use a flexicap on the patient line and the rn stated that she would follow up with the hp on the proper procedure and that they "usually train the hp's to use minicaps". No injuries or medical intervention was reported since the day of the reported problem.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The root cause was not determined. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The lot number was not provided; therefore a batch review cannot be conducted.